Manufacturer narrative:
No further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was placed in the left ventricle (lv) for an unknown reason and required removal. The specific device serial number and patient details were not provided. No additional adverse patient effects were reported.